Event description:
It was reported that 499 days following a coronary artery drug eluting stenting procedure, a myocardial infarction, stent thrombosis, and a target vessel reintervention occurred. The index procedure involved the implant of two taxus express2 paclitaxel-eluting coronary stents. Target lesion one was a de novo lesion of the mid lad (left anterior descending) with a diameter of 3.00mm and 15mm in length. Target lesion one was 100% stenosed with moderate calcification and moderate tortuosity. Target lesion one was predilated with a residual stenosis of 50% following predilation. This 3.00x20mm taxus express2 stent was placed, deployed at 10atm, and was not post dilated. Following implant, target lesion one showed 0% stenosis and timi flow 3. Target lesion two was a de novo lesion of the proximal lad with a diameter of 3.00mm and 10mm in length. Target lesion two was direct stented using a 3.50 x12mm taxus express2 stent at 12atm and was not post-dilated. Following implant, target lesion two showed 0% stenosis and timi flow 3. The patient was discharged three days following the index procedure and prescribed aspirin and plavix. It was reported that 499 days following the index procedure, the patient experienced a stent thrombosis and anterior/lateral q-wave mi. The stent thrombosis was confirmed by ivus. Target lesion one showed no signs of in-stent restenosis and was treated using balloon angioplasty, angiojet, and a taxus express2 stent was placed. Target lesion two showed no signs of in-stent restenosis and was treated using balloon angioplasty. The patient was monitored in the ICU for three days and discharged on the fifth post procedure day. It was reported that the relationship of the device to this event was "probable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine this root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.